Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose and the insulin pump was under delivering. The blood glucose of the customer was 32 mmol/l. The customer delivered 10u insulin via bolus but blood glucose did not drop. The customer came home that afternoon, went straight to bed to lay down from all the work stress and took blood glucose and it was 30 mmol/l. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.